Event description:
Pt experiences poor visual acuity secondary to defective optics in ciba colorblends (green) 5.00 diopter power. Have ordered several supplies of lenses, several different lot numbers. All have defective central optic zone. Notified co csr. He denies knowledge of any problems with their lens production lines.